Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration or disappearance of device / device migrated/malposition of essure device: within the uterine cornus,") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), back pain ("back pain"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), arthralgia ("joint pain") and hypoaesthesia ("numbness of arms and hands"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and adverse reaction ("unwanted side effects"). The patient was treated with surgery (scheduled for essure removal surgery on (B)(6) 2018). At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, back pain, weight increased, depression, anxiety, migraine, arthralgia, hypoaesthesia, allergy to metals, headache, dysmenorrhoea, fatigue, vaginal discharge and adverse reaction outcome was unknown. The reporter considered adverse reaction, allergy to metals, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, migraine, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on 3-feb-2011: failure to occlude (close) fallopian tubes current weight 159 lbs. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Patient demographic and events (headaches, nickel allergy, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, joint pain, malposition of essure device: within the uterine cornus) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration or disappearance of device / device migrated/malposition of essure device: within the uterine cornus,'), embedded device ('coils appear to be mildly embedded within the endometrium'), device expulsion ('migration of essure device location of device: left device: completely within the uterine cornua') and genital haemorrhage ('excessive and abnormal bleeding') in a 49-year-old female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and postmenopausal bleeding. Current weight 159 lbs. Previously administered products included for contraception: birth control pills from 1980 to 2010; for contraceptive: loestrin. Concurrent conditions included cervical dysplasia, pap smear abnormal, human papilloma virus test positive, itching, vaginal bleeding, vaginitis, vaginal lesion and pelvic congestion. Concomitant products included calcium, diphenhydramine, docusate sodium, fluticasone, ibuprofen and paracetamol (acetaminophen). In 2010, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), back pain ("back pain"), depression ("depression/ psych injury"), anxiety ("anxiety"), migraine ("migraines"), arthralgia ("joint pain"), hypoaesthesia ("neurological conditions: mbness of arms and hands/ numbness of arms and hands") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), nervous system disorder ("nuero condit. /prob"), urinary tract disorder ("urinary problems or changes"), uterine polyp ("adenomyomatous endometrial polyp"), adhesion ("adhesions") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, depression, anxiety, allergy to metals, fatigue, hypersensitivity, bladder disorder, urinary tract disorder, uterine polyp, adhesion and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dyspareunia, back pain, weight increased, migraine, arthralgia, hypoaesthesia, headache, dysmenorrhoea, vaginal discharge, abdominal pain, menorrhagia, metrorrhagia and nervous system disorder had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nervous system disorder, urinary tract disorder, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: in right 3to 4 coils were noted & 3 to 4 coils outside the left ostia. The patient is wondering whether all of her symptoms including her arm numbness are due to the improperly positioned coils, essure that mentions arm numbness as a symptom related to essure coils. Received treatment for menorrhagia ,metrorrhagia, , joint pain, numbness of arms and hands, migraine, weight gain, headaches, fatigue. One coil extends approximately 3 mm into the cornua of the right fallopian tube. Failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Human papilloma virus immunisation - on (B)(6) 2015: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: malposition of essure device, migration of essure. Unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.. Imaging procedure - on (B)(6) 2011: result unkown. Pathology test - on (B)(6) 2018: peritoneum, biopsy: fibroconnective tissue with no specific pathologic change. Uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: 1. Cervix with squamous metaplasia. 2. Inactive endometrium. Se comment. 3. Adenomyomatous endometrial polyp (1.5 cm). 4. Myometrium with no specific pathologic change. 5. Uterine serosa with no specific pathologic change. 6. Bilateral fallopian tubes with chronic salpingitis and hemosiderin laden macrophages in lamina propria. 7. Bilateral ovaries with paraovarian adhesions. Ultrasound pelvis - on (B)(6) 2018: all of her testing has been normal. She has had two episodes of postmenopausal bleeding. Endometrial biopsy was performed after first episode 2 years ago and was negative. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal discharge, depression, hypoaesthesia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Historical drug added. Event outcome updated for event vaginal discharge. On 4-dec-2020: pfs received : no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration or disappearance of device/device migrated/malposition of essure device: within the uterine cornus'), embedded device ('coils appear to be mildly embedded within the endometrium'), device expulsion ('migration of essure device location of device: left device: completely within the uterine cornua') and genital haemorrhage ('excessive and abnormal bleeding'). In a 49-year-old female patient who had essure (batch no. 731807), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: headache and postmenopausal bleeding. Current weight: 159 lbs. Previously administered products included, for contraception: birth control pills from 1980 to 2010; for contraceptive: loestrin. Concurrent conditions included: cervical dysplasia, pap smear abnormal, human papilloma virus test positive, itching, vaginal bleeding, vaginitis, vaginal lesion and pelvic congestion. Concomitant products included: calcium, diphenhydramine, docusate sodium, fluticasone, ibuprofen and paracetamol (acetaminophen). On 2010, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), back pain ("back pain"), depression ("depression/psych injury"), anxiety ("anxiety"), migraine ("migraines"), arthralgia ("joint pain"), hypoaesthesia ("neurological conditions: mbness of arms and hands/numbness of arms and hands"). And vaginal discharge ("vaginal discharge"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), nervous system disorder ("nuero condit. /prob"), urinary tract disorder ("urinary problems or changes"), uterine polyp ("adenomyomatous endometrial polyp"), pelvic adhesions ("adhesions") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, depression, anxiety, allergy to metals, fatigue, hypersensitivity, bladder disorder, urinary tract disorder, uterine polyp, pelvic adhesions and vaginal haemorrhage outcome was unknown. And the genital haemorrhage, dyspareunia, back pain, weight increased, migraine, arthralgia, hypoaesthesia, headache, dysmenorrhoea, vaginal discharge, abdominal pain, menorrhagia, metrorrhagia and nervous system disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic adhesions, urinary tract disorder, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in right 3 to 4 coils were noted, & 3 to 4 coils outside the left ostia. The patient is wondering whether all of her symptoms including her arm numbness are, due to the improperly positioned coils essure, that mentions arm numbness as a symptom related to essure coils. Received treatment for menorrhagia , metrorrhagia, joint pain, numbness of arms and hands, migraine, weight gain, headaches, fatigue. One coil extends approximately 3 mm into the cornua of the right fallopian tube. Failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.6 kg/sqm. Human papilloma virus immunisation: on (B)(6) 2015, results: negative. Hysterosalpingogram: on (B)(6) 2011, results: malposition of essure device, migration of essure. Unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Imaging procedure: on (B)(6) 2011, result: unknown. Pathology test: on (B)(6) 2018, peritoneum biopsy: fibroconnective tissue with no specific pathologic change. Uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: 1. Cervix with squamous metaplasia. 2. Inactive endometrium. Se comment. 3. Adenomyomatous endometrial polyp (1.5 cm). 4. Myometrium with no specific pathologic change. 5. Uterine serosa with no specific pathologic change. 6. Bilateral fallopian tubes with chronic salpingitis and hemosiderin laden macrophages in lamina propria. 7. Bilateral ovaries with paraovarian adhesions. Ultrasound pelvis: on (B)(6) 2018, all of her testing has been normal. She has had two episodes of postmenopausal bleeding. Endometrial biopsy was performed after first episode (B)(6) years ago and was negative. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal discharge, depression, hypoaesthesia, pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Event: adhesion updated to pelvic adhesions. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration or disappearance of device / device migrated") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse "), back pain ("back pain "), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), arthralgia ("joint pain") and hypoaesthesia ("numbness of arms and hands"). The patient will be treated with surgery (scheduled for essure removal surgery on (B)(6) 2018). At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, back pain, weight increased, depression, anxiety, migraine, arthralgia and hypoaesthesia outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, device dislocation, dyspareunia, genital haemorrhage, hypoaesthesia, migraine and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 6-mar-2018: summons was received - information regarding scheduled removal surgery was provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration or disappearance of device / device migrated/malposition of essure device: within the uterine cornus,'), embedded device ('coils appear to be mildly embedded within the endometrium'), device expulsion ('migration of essure device location of device: left device: completely within the uterine cornua') and genital haemorrhage ('excessive and abnormal bleeding') in a 49-year-old female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Previously administered products included for contraception: birth control pills from 1980 to 2010. Concurrent conditions included cervical dysplasia, pap smear abnormal, human papilloma virus test positive, itching, vaginal bleeding, vaginitis, vaginal lesion and pelvic congestion. Concomitant products included calcium, diphenhydramine, docusate sodium, fluticasone, ibuprofen and paracetamol (acetaminophen). In 2010, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), back pain ("back pain"), depression ("depression/ psych injury"), anxiety ("anxiety"), migraine ("migraines"), arthralgia ("joint pain") and hypoaesthesia ("neurological conditions: mbness of arms and hands/ numbness of arms and hands") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), nervous system disorder ("nuero condit. /prob"), urinary tract disorder ("urinary problems or changes"), uterine polyp ("adenomyomatous endometrial polyp"), adhesion ("adhesions") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, depression, anxiety, allergy to metals, fatigue, vaginal discharge, hypersensitivity, bladder disorder, urinary tract disorder, uterine polyp, adhesion and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dyspareunia, back pain, weight increased, migraine, arthralgia, hypoaesthesia, headache, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and nervous system disorder had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nervous system disorder, urinary tract disorder, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in right 3to 4 coils were noted & 3 to 4 coils outside the left ostia. The patient is wondering whether all of her symptoms including her arm numbness are due to the improperly positioned coils, essure that mentions arm numbness as a symptom related to essure coils. Received treatment for menorrhagia ,metrorrhagia, joint pain, numbness of arms and hands, migraine, weight gain, headaches, fatigue. One coil extends approximately 3 mm into the cornua of the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Human papilloma virus immunisation - on (B)(6) 2015: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: malposition of essure device, migration of essure. Unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Current weight 159 lbs. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal discharge, depression, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration or disappearance of device / device migrated/malposition of essure device: within the uterine cornus,'), embedded device ('coils appear to be mildly embedded within the endometrium'), device expulsion ('migration of essure device location of device: left device: completely within the uterine cornua') and genital haemorrhage ('excessive and abnormal bleeding') in a 49-year-old female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Previously administered products included for contraception: birth control pills from 1980 to 2010. Concurrent conditions included cervical dysplasia, pap smear abnormal, human papilloma virus test positive, itching, vaginal bleeding, vaginitis, vaginal lesion and pelvic congestion. Concomitant products included calcium, diphenhydramine, docusate sodium, fluticasone, ibuprofen and paracetamol (acetaminophen). In 2010, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), back pain ("back pain"), depression ("depression/ psych injury"), anxiety ("anxiety"), migraine ("migraines"), arthralgia ("joint pain") and hypoaesthesia ("neurological conditions: mbness of arms and hands/ numbness of arms and hands") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), nervous system disorder ("nuero condit. /prob"), urinary tract disorder ("urinary problems or changes"), uterine polyp ("adenomyomatous endometrial polyp"), adhesion ("adhesions") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, depression, anxiety, allergy to metals, fatigue, vaginal discharge, hypersensitivity, bladder disorder, urinary tract disorder, uterine polyp, adhesion and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dyspareunia, back pain, weight increased, migraine, arthralgia, hypoaesthesia, headache, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and nervous system disorder had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nervous system disorder, urinary tract disorder, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in right 3to 4 coils were noted & 3 to 4 coils outside the left ostia. The patient is wondering whether all of her symptoms including her arm numbness are due to the improperly positioned coils, essure that mentions arm numbness as a symptom related to essure coils. Received treatment for menorrhagia, metrorrhagia, joint pain, numbness of arms and hands, migraine, weight gain, headaches, fatigue. One coil extends approximately 3 mm into the cornua of the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Human papilloma virus immunisation - on (B)(6) 2015: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: malposition of essure device, migration of essure. Unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.. Current weight 159 lbs. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal discharge, depression, hypoaesthesia. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Processed with follow no- 07. New events added: abdominal pain, menorrhagia, metrorrhagia, psych injury, allergy , bladder problems, nuero condit. /probs. Outcome of the events abnormal bleeding, dysmenorrhea , dyspareunia, menorrhagia, back pain, metrorrhagia, menorrhagia, abdominal pain, joint pain, numbness of arms and hands, migraine, weight gain, headaches, fatigue were updated to recovered/resolved. On 19-sep-2019: pfs+mr received. Lot number added. Processed with follow no- 06. New events added(mr): coils appear to be mildly embedded within the endometrium. Migration of essure device location of device: left device: completely within the uterine cornua. New events added(pfs): abnormal bleeding (vaginal), urinary problems or changes, adenomyomatous endometrial polyp, adhesions. Medical history, concomitant conditions. Reporters were added. Event adverse reaction replaced with more specific events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.